Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this implantable cardiac monitor was thoroughly inspected and analyzed. Visual inspection noted no anomalies. Infection and dehiscence could not be confirmed with device analysis but are known inherent risks when performing surgery that involves breaking of skin. Further analysis found no failing conditions with this device.

Event description:
It was reported that this patient contacted the health care facility complaining of redness and soreness at this implantable cardiac monitor (icm) insertion site. Upon in-clinic evaluation, erythema (redness) was confirmed and this icm was visible through the patient's skin. Antibiotics were given to the patient and this device was eventually explanted and replaced due to infection. This device was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient contacted the health care facility complaining of redness and soreness at this implantable cardiac monitor (icm) insertion site. Upon in-clinic evaluation, erythema (redness) was confirmed and this icm was visible through the patient's skin. Antibiotics were given to the patient and this device was eventually explanted and replaced due to infection. This device was returned for analysis and no additional adverse patient effects were reported.